Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for movement disorders and essential tremors. Caller said the implantable neurostimulator recharger (insr) was not charging. Caller said the device inside the patient's body was charging but the insr was not. Caller was reporting blank insr screen. Caller said the insr had a blank screen and was unresponsive. Insr was plugged into ac power source but was not charging. The light on the desktop charger was on. Caller said the dtc/insr connection was not loose at first, but then said it might not be "real snug because it wiggles around". The caller reported pins were bent. Caller says the ins charge is down very low and they're scared that the ins will deplete all the way so that the pt will need to have surgery. Patient's mother called and stated that she received the dtc but that was not the problem, insr screen was still blank. Caller was upset the whole thing was not sent. Caller mentioned the patient had cancer and is in a nursing home. No patient symptoms reported. Additional information received from the consumer reported that the patient seems to be charging a long time and are not getting the "charge complete" sign on the controller. There were no patient symptoms alleged. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the charging issue has not been resolved. It was stated that they attempted to get a new charger to resolve the issue. The cause of the charging issue was not determined but the implant seems to be charged. Troubleshooting was performed by checking the charging and it was found that it was not charging effectively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-04-13 additional information was received from a healthcare provider. Patient weight was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp believes the issue has been resolved upon the patient receiving a new charger.